Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report: the initial report was originally submitted on date 14-jan-2024. For some unknown reason hamilton medical ag never received an acknowledgement notice.

Event description:
The following has been reported zo hamilton medical ag on december 21st 2023 customer reports, device alarms with a high priority technical event: 231008. Customer has not provided log files. No interruption of ventilation or medical intervention was reported. This record contains no information of patient involvement. The state of ventilator when the alarm first appeared is unknown. Neither harm to patient, user or third party nor a treatment delay was reported according to preliminary analysis: potential root cause could be related to defective o2 proportional valve, mixer assembly or leak in lpo inlet. As immediate correction performed: - check the lpo inlet for leaks as this could lead to 231008 even though the o2 valve is working properly. If hpo is used then make sure no lpo connector is connected to the lpo inlet. And - check the o2 mixer for proper function with service software, pneumatics 2,o2 input (page 2112) and system test, o2 mixer (page 2203) and - install latest software version and - replace the o2 mixer assembly